Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that they keep trying to change the pump out, but it keeps alarming. Customer's blood glucose level was 38 mg/dl. Customer ate/drank to bring it up to 83 mg/dl. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.